Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.